Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Correction: the initial MDR submitted on (B)(6) 2026 had one adverse event that was filed inadvertently. No infection had occurred. Per the clinic, the patient was reimplanted with a new device on (B)(6) 2026. Updated device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection and skin breakdown at the implant site. Subsequently, the device was explanted on (B)(6) 2025. Reimplantation is planned but it has yet to occur as of this date of report.